Event description:
It was reported the device was used in a laparoscopic nissen fundoplication. It was reported the jaws of the lcs15 would not align properly. A second lcs was tried with the same result. Another lcs was tried from a different lot and a working instrument was assembled and the case was completed. There was no consequence to the pt. The sales rep will be returning the remaining three lcs's from the same lot and batch under this product inquiry.